Manufacturer narrative:
H4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a hernia repair procedure, the anchor was delivered crossed and did not hold. Another like device was used to complete the procedure. There was no pt consequence.